Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint that the safety mechanism could be activated was confirmed; however, the root cause could not be determined from video that was provided for investigation. The video showed the user pressing on the white safety mechanism button, but the needle would not retract. This type of damage could be associated with misplaced adhesive, but the root cause could not be determined without the physical sample. A device history record review could not be performed as the lot number is unknown. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in was difficult to use the safety features. The following information was provided by the initial reporter, translated from chinese to english: safety equipment can't use.